Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia and "fullness" in throat. Relationship to study device: possible.

Manufacturer narrative:
(B)(4).date sent: 5/14/2024lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received:start date: 14 mar 2024alert date: 09- may- 2024country of event: usmodel: lxmc14device lot number: 24939date of surgery: (B)(6) 2021adverse event term: dysphagia and "fullness" in throatpatient detailspatient identifier: (B)(6)sex: femaleage (at time of consent): 61 yearsadditional event detailssite awareness date: 2 may 2024end date: 16 apr 2024severity: moderateis the adverse event serious? Nodeath: nodate of death: blanklife-threatening illness or injury: nopermanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: reimplantintervention/treatment:none: nodilation performed: yesindicate type of dilation? Pneumaticdate of dilation: 1 apr 2024diagnostic intervention: nodiagnostic imaging: yesdrug therapy: noobservation: nolinx explant: noother surgical intervention: noother intervention/treatment: yesif other specify: egd to ascertain position of implantoutcome: recovered/resolvedaccording to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: no did this event result in the patient¿s discontinuation of the study? Nolog line 1 updatedif event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no => n/a.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/20/2024. Additional information received: egd to ascertain position of implant: egd to ascertain position of implant, esophagram.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2024. Additional information received: if the event is marked as being related to the procedure, indicate which procedure the event is related to : reimplant index. A manufacturing record evaluation was performed for the finished device lot number 24939, and no non-conformances were identified.